Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant using magnetic resonance imaging and bilateral breast ptosis requiring mastopexy. As a result, the patient underwent bilateral removal and replacement with 380cc mentor smooth round high profile saline breast implants on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-15097 for the contralateral event.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).